Event description:
It was reported by the rep the device was used during a laparoscopic appendectomy. The surgeon reported, upon attempting to fire the atw35, the instrument would not fire. There was no consequence to the pt.